Manufacturer narrative:
The defective device was not returned for testing. The device was replaced to resolve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the mx40 2.4 ghz smart hopping device indicating that there was a speaker inop failure. There was no audible sound. The device was in clinical use on a patient at the time of the report. No adverse event was reported.

Manufacturer narrative:
The speaker failure inop was detected during preventative maintenance. A philips field service engineer (fse) was dispatched, the issue was confirmed and the mx40 device was replaced. The defective mx40 device was removed from the hospital and is expected to be returned to philips for testing. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.